Event description:
During an unrelated procedure, increased capture threshold was observed on the right atrial (ra) lead. The issue was resolved by repositioning the ra lead during an unrelated procedure. The patient experienced no adverse health consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, the right atrial (ra) lead was repositioned. Further information was requested but not yet received. The patient experienced no adverse health consequences.